Event description:
Additional information received indicates the lead was repositioned on (B)(6) 2023 to address the issue.

Manufacturer narrative:
As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing ineffective stimulation due to lead migration. Surgical intervention may take place at a later date.